Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470

Event description:
End user reports many of the guide notch on funnel not perfectly aligned with the coude tip. He states in the past half a year he has used this particular catheter, he has noticed maybe one or 2 not aligned in a box and never said anything. He spoke up because in this order nearly every single catheter from the first box he used up was like this and now he is on boxes 2 and 3 and said the majority are like this as well. He reports the tip and the notch on the funnel are not perfectly aligned. He said it is off by about 15 degrees. He said as an example if the guide is at 12 o clock the coude tip is pointing at 11:45 on a clock. No photo available. There was no harm. This emdr covers the unknown number of catheters associated with this lot#.